Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual of the returned device identified a dark circle around the patch, black particles, fold creases, and an extended opening. Microscopic analysis was performed and identified stress marks, wear abrasion, and sharp openings in the same location as the crease. Weight measurement of the device identified device was underweight. Based on the device analysis, the final assessment was sharp crease openings assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.